Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Surgeon commented on sticker on the sterile sleeve of the accolade ii definitive implant. Comment: sticker on sleeve posed risk of accidently being implanted and transported into the wound.

Manufacturer narrative:
An event regarding a label damage issue involving an accolade ii stem was reported. The event was not confirmed. Method & results: -device evaluation and results: visual inspection: a photograph of the device was provided - ( no item was returned ) this showed the product mix avoidance label lifting slight off the stem holder- approx. 25 % of the label had lifted and was no longer in contact with the holder. A dimensional and functional inspection was not performed as the device was not returned for evaluation. -medical records received and evaluation: no medical records were received for review with a clinical consultant. No adverse consequences to the patient were noted. -device history review: a DHR review could not be performed as lot information provided was invalid. -complaint history review: a complaint history review could not be performed as lot information provided was invalid. Conclusions: a review was carried of the photograph provided of the failed device and also of the DHR and manufacturing process by the manufacturing engineer and the quality engineer, it concluded: "that the unit with the lifted label was a stem which is packaged according to packaging assembly drawing 2000-0159 - 2000-0159, aa on the illig vacuum forming machine does not allow for the label to be lifted in process. It was determined that the issue was not generated through the packaging manufacturing process" no further investigation for this event is possible at this time. If additional information becomes available such as device packaging, this investigation will be reopened.

Event description:
Surgeon commented on sticker on the sterile sleeve of the accolade ii definitive implant. Comment: sticker on sleeve posed risk of accidently being implanted and transported into the wound.